Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was missing in the clevis. Missing crimp was approximately 0.046¿ x 0.032¿. A review of the site's complaint history does not show any additional complaints related to this product. System logs showed that the instrument was last used on system number (B)(4) on (B)(6) 2020 and it had 8 lives remaining. Based on the information provided at this time, this complaint is being reported because the small grasping retractor instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. Although there was no patient injury reported, if this failure were to recur, it could cause or contribute to an adverse event. Follow-up was attempted, but the blanks remaining for patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable.

Event description:
It was reported that during a da vinci assisted pulmonary lobectomy procedure, the small grasping retractor had a loose cable. The procedure was completed and there was no patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the patient was a (B)(6) years old white female and weighed (B)(6) kg. Additionally, the patient had a history of smoking, hypertension, non hodgkin lymphoma and lung mass. The reporter did not see any test done after surgery except for chest x-ray done on (B)(6) 2020. In the chest x-ray, post surgical changes were noted in the right hemithorax. There was increased density in the right lung base.